Event description:
The lead was noted on (B)(6) 2014 due to variations of impedance simulation >2500 ohms, the threshold impedance is >7v and the r wave intrinsic impedance is around 3mv. The physician decided to change the stimulator. During the replacement, no unscrewing issues and the measurements of the lead parameters are completely correct: impedance: 510 ohms, stimulation threshold: around 1 v and wave intrinsic impedance r= 8 to 1 o mv) the physician decided to keep the lead and connected it to a new pacemaker of sorin brand and everything worked well. The physician was dr. (B)(6) at (B)(6) in france. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).